Event description:
The patient is an infant with tetralogy of fallot (tof) and left pulmonary artery (lpa) stenosis who was brought to the catheterization lab in the fall of 2012 for cardiac catheterization and pulmonary artery rehabilitation. Baseline hemodynamic data was obtained with the patient intubated, under general anesthesia, and mechanically ventilated on 21% fio2. The interventional cardiologist gained access through the right groin: right femoral artery and right femoral vein ( rfa, rfv). Angiography showed severe stenosis of the proximal lpa, with improvement post balloon dilation with an 8mm cutting balloon angiographically and no extravasation or aneurysm seen. On inflation of the 8mm cutting balloon in the lpa, the balloon would not deflate. Repeated attempts to deflate the balloon were not successful. The balloon was pulled to the inferior vena cava (ivc) and a puncture with wires was attempted without success.access to the left groin was obtained and a catheter needle was utilized to puncture the balloon. There was no extravasation of contrast after removal of the 8 mm cutting balloon from the ivc, but there was fusiform irregularity to vessel wall suggesting abrasion. The guide wire was through the sheath next to the catheter needle. Upon removal of the guide wire and the needle, the soft platinum tip of the guide wire was sheared off by the needle. A snare was obtained to retrieve this wire, but given patient instability and possible damage to pulmonary artery (pa) and ivc, further attempts to retrieve the wire were abandoned. The tip of the wire was seen in the right ventricle (rv) on the last angiogram.the patient was subsequently admitted two weeks later for pseudo-aneurysm of left groin which self thrombosed. No additional intervention was required. The current patient plan of care is for monthly follow-up/imaging and catheterization in next several months.